Event description:
The user's hearing performance with the device was affected since october 2024.the user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device was affected since october 2024.the user was re-implanted.

Manufacturer narrative:
Conclusion: investigation of the device has confirmed that the stimulator electronics are not operating to specification. Based on the manufacturer's experience with this type of device, it appears that the device is in an early stage of failure. Over a period of time, moisture will affect the electronics and cause damage, eventually leading to complete failure of the circuitry. The results of the investigation appear to be consistent with the symptoms described in the patient report, and it can be assumed that the device has failed due to loss of hermeticity at the housing solder joint. The results of the investigation appear to be consistent with the problems reported by the recipient. This is a final report.

Event description:
The user's hearing performance with the device was affected since october 2024. The user was re-implanted.